Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact stated the patient had been experiencing issues where the cassette door had been hard to close and had to slam the door shut in order for it to close. The patient's contact reported the pd fluid was leaking from the tubing onto the floor after treatment was completed. It was unknown if the cycler got wet. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had originally not reported the fluid leak occurrence on 08/29/2017. Per pdrn the sample was discarded and was not available for return. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the patient had been experiencing issues where the cassette door had been hard to close and had to slam the door shut in order for it to close. The patient's contact reported the pd fluid was leaking from the tubing onto the floor after treatment was completed. It was unknown if the cycler got wet. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had originally not reported the fluid leak occurrence on (B)(6) 2017. Per pdrn the sample was discarded and was not available for return. The lot number was unknown.